Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia. The customer father stated that because of blood glucose versus sensor glucose but once customer stated the his daughter was at 26 mmol/l. Customer current blood glucose was 14.9 mmol/l. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.